Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Furthermore, the patient experienced a syncope episode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device was explanted and replaced. This device is not expected to be returned. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Furthermore, the patient experienced a syncope episode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.